Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 374 mg/dl. Prior to the event, the customer woke up with a blood glucose reading of 348 mg/dl. The customer changed the infusion set, but the blood glucose levels remained elevated. Troubleshooting was performed, and the insulin pump alarmed. No delivery during the prime. Found that the tubing was not connected to the reservoir properly. After changing the infusion set, the insulin pump passed the prime test. Nothing further was reported.